Manufacturer narrative:
Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Analysis of the device memory indicated rv (right ventricular) oversensing. T-wave oversensing observed on numerous electrogram episodes. Rv lead integrity warning occurred on (B)(6) 2016 for sensing integrity counts >=30 in 3 days, and 2 or more high rate ns episodes <(><<)>220ms. One-hundred eight (108) ventricular-sic occurred since (B)(6) 2016. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an right ventricular (rv) lead integrity alert (lia) for non sustained tachycardia and sensing integrity counter (sic). T-wave oversensing (twos) was also noted with high variable r-waves. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.